Event description:
During insertion of a cortical bone screw in the pt's tibia to perform a lengthening procedure, the screw broke. The surgeon chose to leave the remaining portion of the bone screw in the pt's bone.